Event description:
The patient was referred for explant due to hoarseness and generator migration. The hoarseness was previously reported in MFR report #1644487-2016-02809. The migration has caused significant pain. No additional relevant information has been received to date. No known surgical intervention has occurred to date

Manufacturer narrative:
Corrected info; initial MDR inadvertently reported incorrect initial reporter information.

Event description:
The patient's generator was explanted and is not available for return, as it was discarded after surgery. No additional relevant information has been received to date.